Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a lens in a preloaded device was faulty. Additional information has been requested.